Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally disclosed by the clinic that the patient's physiology required the high output by the lv lead. Lv amplitude was adjusted for the patient's condition.

Manufacturer narrative:
Concomitant medical products: 350974 biotronik lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the left ventricular (lv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.